Event description:
A customer reported to olympus, the evis exera iii video system center pins were bent. The event was found during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of pins being bent was confirmed, due to receptacle board failure. In addition, the software needed to be upgraded to 4.00.02. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty receptacle board could not be identified. Olympus will continue to monitor field performance for this device.